Event description:
Information was received indicating that a smiths medical medfusion pump had a bad interconnect board. No adverse effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition but the plunger head was full of contamination. During the evaluation of the device, the plunger head and interconnect board had contamination from fluid ingression as a result of the customer misuse of the pump. The contamination was caused due to the customer allowing or causing the fluid ingression. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.